Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was instructed to contact support again should the malfunction reoccur, and they acknowledged this guidance.